Event description:
It was reported that during a stenting treatment procedure stent damage occurred. A promus premier stent was deployed in the mid right coronary artery (rca). It was noted that the deployed stent came into contact with a non bsc guide catheter and the proximal edge of the stent became deformed. An additional stent was placed, overlapping the deformed proximal segment of the promus premier stent. The procedure was completed with no patient complications reported.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).